Event description:
It was reported via repair work order that the velcro was missing off of the stretcher. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.